Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion, which was mildly calcified, mildly tortuous, and 50% stenosed. During the procedure, as soon as imaging began the catheter twisted up onto itself. The device was removed from the patient and the procedure was completed using another alternate device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed catheter twist began 23.5 cm from the lap joint section and the imaging window was observed kinked.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion, which was mildly calcified, mildly tortuous, and 50% stenosed. During the procedure, as soon as imaging began the catheter twisted up onto itself. The device was removed from the patient and the procedure was completed using another alternate device. There were no patient complications.